Event description:
Pt underwent a c-section, bovie cautery was used to ligate bleeding. Post procedure, it was noted that the pt sustained a third degree burn to the left anterior thigh. Thought to be problem with grounding pad.